Event description:
It was reported that the patient was found down for an unknown period of time and passed away on (B)(6) 2022 due to cardiac arrest. The patient was disoriented which led to the removal of the driveline. The family attempted to perform cardiopulmonary resuscitation (CPR) but the patient's pupils were fixed and dilated. The patient had a pulseless electrical activity (pea) without a shockable rhythm when arrived in the emergency department. Log files showed a pump stop on (B)(6) 2022 between 0:26:31 and 0:26:34. There were low flows at 0:28:57 and 1:33:50 and a driveline disconnect at 1:33:53. Related MFR #: 2916596-2022-13584.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed a pump stop and low flow events; however a specific cause for these events could not be conclusively determined through this investigation. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrest and patient outcome could not conclusively be established through this evaluation. The submitted controller event log file captured a pump stop on (B)(6) 2022 for approximately 3 seconds with associated lvad off alarms. The beginning of the pump stop event was pushed out of memory due to newer incoming data, and the cause of the pump stop could not conclusively be determined. Following this pump stop, the file captured transient and intermittent low flow hazard alarms. The longest alarm lasted approximately 7 minutes immediately prior to a driveline disconnection on (B)(6) 2022. The driveline remained disconnected for the remainder of the file. The system appeared to operate as intended at the set speed while the driveline was connected. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU "introduction" provides an explanation of all pump parameters (including flow). Section 4 "system monitor" provides information about the pump flow display and explains that pump flow is estimated based on pump speed and the amount of power being provided to the pump motor. This section also provides information about the low flow hazard alarm condition and states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm. Changes in patient conditions can result in low flow. Both documents contain a section entitled, ¿alarms and troubleshooting,¿ that addressed how to properly interpret and troubleshoot all system alarms, including low flow hazard and pump stop alarms. Section 8 of the patient handbook also contains a section on handling emergencies, which includes instructions in the event the pump stops. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.